Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Device not returned not eval.

Event description:
Battery failed during patient transport. Complaint# (B)(4).

Manufacturer narrative:
New information received on the 2019-08-15: the rotaflow drive was investigated from the maquet service technician with the summary report# (B)(4) on the 2019-07-01: user complained about battery dropping patient transport, ultimately shutting down in the middle of the transport. No patient harm. Battery runtime test marginally passing, barely reading 21.8 volts after 30 minutes. Replaced battery pack. Unit calibrated and passed all functional and safety tests per factory specifications (see rotaflow service checklist). Returned to customer and cleared for clinical use. Similiar investigation with the same failure see complaint# (B)(4): the exchanged battery pack has been sent to the lce (life cycle engineering) at rastatt (germany) with RMA#(B)(4) dated on 2018-07-24 for investigation. Goods received on 2018-08-14, the investigation was carried out on 2018-12-21. Report#(B)(4). Result of the investigation: the battery pack contained 12 defective battery cells, which could be proven by measuring with a multimeter. Since the open circuit voltage was already below 20v before the test, the error of switching off the rfc after 20 seconds could not be traced. Conclusion: on delivery, the voltage was so low that a start-up was not possible. When determining the cause of the error, it was determined that 12 out of 20 battery cells were no longer intact. This could also be the reason why the rfc in the field failed under load. Since the battery pack was already defective on delivery, the error could not be comprehended. The investigation could therefore not be further extended, a most probable root cause could not be determined thus the failure could be confirmed because the battery pack was replaced. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint# (B)(4).